Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.the physician was not aware of the patients passing. No additional information was provided, and no additional information can be obtained.

Event description:
It was reported that the patient passed away which was found through a patient outreach call. It was reported that it was not known if the passing was device related. There was no allegation of patient harm caused by the device or by a device related procedure. No additional information was provided.